Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review has been completed and indicates no discrepancies. Pm logs have been checked and all pm's were completed. Affected amount: 1pc. Aquacel ag drs 10x10cm was manufactured under sap code: 1182478 and manufacturing lot number: 0a01776. Lot#: 0a01776 was sterilized under lot: 1238335011 and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and the products were released. The production process, in-process testing and packaging of products was run in accordance with pi12-030 ver.41.0 for machine doyen 4. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was raised during the manufacturing process of lot: 0a01776. 16 oct 2020 - there are 2 complaints for the affected lot currently registered within tw8.7 and appear to be for the same complaint issue. 2 photographs have been received for the complaint issue and have been evaluated in accordance with wi-0359. The photographs confirm the batch number, product and complaint issue. Event (B)(4) with investigation (B)(4) were raised for this issue on doyen 4. The investigation found that if the dead plate is set to greater than 176mm this can cause the dressings to be knocked back into the seal.. Training has been completed to ensure that operators are aware of the correct height of the dead plate. No further action required. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Manufacturer narrative:
Device 1 of 1. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the dressing extends outside the package which caused a lack of sterility. The product was not used. Photographs depicting the reported complaint issue were provided by the complainant.